Manufacturer narrative:
The lot number for the device was provided; therefore, a lot history review is currently being performed. The device was returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 121410 biopsy instrument allegedly experienced difficult to remove. This information was received from one source. One female patient was involved with no patient consequences. The age and weight of the patient were not provided.

Manufacturer narrative:
H10: the lot number was provided for this malfunction; therefore, a lot history review was performed. Device was returned for evaluation. Based on the sample evaluation, the investigation is inconclusive for the alleged difficult to remove needle from the tissue. A definitive root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 121410 biopsy instrument allegedly experienced difficult to remove. This information was received from one source. One female patient was involved with no patient consequences. The age and weight of the patient were not provided.